Event description:
A malfunction on the pump was reported by the customer. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the malfunction was not resettable. The customer was informed to use a backup therapy to ensure insulin delivery was not interrupted and was instructed on how to return the malfunctioning pump. The customer acknowledged understanding of all instructions, including the receipt of a pump with updated software and returning the problematic pump within 10 days.